Manufacturer narrative:
Corrected: health effect - clinical code.

Manufacturer narrative:
Section b3: date of event is unknown.

Event description:
It was reported patient's ipg flipped in the pocket site due to patient twiddling the ipg, causing the extensions to be tangled. As a result, patient underwent surgical intervention to explant and replace both extensions. The pocket site was also reformed and made sub pectoral to prevent flipping. Therapy was restored post-op.

Manufacturer narrative:
A patient underwent a pocket revision was reported to abbott. It was determined a patient's ipg flipped in the pocket site due to patient twiddling the ipg, causing the extensions to be tangled. As a result, both extensions were explanted and replaced. The pocket site was also reformed and made sub pectoral to prevent flipping. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.